Event description:
It was reported that the device would not read impedence on the 4th probe. The needles which were already placed were removed and the procedure was post-poned. There were no adverse consequences to the patient.

Manufacturer narrative:
The device was received at the manufacturer. The device was evaluated and the complaint could not be confirmed. There were components on the amplifier which were replaced and the device was returned.

Event description:
It was reported that the device would not read impedence on the 4th probe. The needles which were already placed were removed and the procedure was post-poned. There were no adverse consequences to the patient.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.